Event description:
The customer reported a few months ago her blood glucose reached "high" (>500 mg/dl) less than 36 hours after the pod was activated and she noticed the cannula was kinked.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. No product lot number was reported therefore no qualification records were reviewed.